Manufacturer narrative:
Upon hearing the customer's report, olympus dispatched a field service engineer (fse) to the facility to evaluate the device. During the evaluation, the fse confirmed the user's report and brought the subject device back to the repair facility. The investigation has begun and is ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was not producing an image and the front panel was not working during preparation for a diagnostic procedure. According to the initial reporter, the procedure was being performed to check the upper and lower digestive tracts and was completed using another device. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. No further information can be obtained and the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.